Event description:
It was reported that at the first firing, everything worked well. At the second firing, the device stopped working. They changed the reload, and then it worked again as intended. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # 638a27 . Additional information was requested, and the following was obtained: were there any patient consequence related to this event? If yes please describe. Not reported investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.